Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead fracture, leading to oversensing and inappropriate detection of ventricular fibrillation (vf). The fracture was confirmed via x-rays. No additional adverse patient effects were reported.